Event description:
It was reported that this was a closure of an unknown vessel using a prostyle device related to an unknown procedure. Reportedly, the device failed to deploy. An unknown method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to fire was confirmed as a failure to cycle of the anterior needle. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, an anterior needle to cuff miss occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.